Event description:
During surgical procedure on pt's knee, part of the tuning fork and a piece of the drill bit broke off inside the pt's left knee (2 pieces total). Surgeon ordered a portable x-ray to verify that the pieces were in the knee. X-rays verified two small fragments of instrumentation had been left in the knee. Surgeon reported that with the orthopedic resident discussed the situation with the family. Surgeon states "foreign bodies will not cause a problem and will not be removed." The instrumentation rep was present during the procedure and it is believed he should have advised the surgeon that this instrument, which was being used for graft placement, was not intended for that use.